Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as it they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing an increase of stimulation. It was noted that the leads was detached from the ipg. The patient will undergo a revision procedure wherein ipg and lead will be replaced.

Manufacturer narrative:
Date of event: (B)(6) 2016 additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing an increase of stimulation. It was noted that the leads was detached from the ipg. The patient will undergo a revision procedure wherein ipg and lead will be replaced.